Event description:
Report received from the USA stating that during setup, there was "air leaking from the hose" of the device. The device was not used during surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.